Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened while applied to tissue. The surgeon manually opened the jaws to remove it. There was no pt injury. The device knife is reported as being extended from beyond the jaws.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.